Event description:
It was reported that when the patient went into a (B)(6), he suddenly began to run around the store "banging into people and posts with the cart he was pushing". When his spouse got him outside the store, she turned the neurostimulator back on. At (B)(6) it was noted that he did not know "what a hamburger was or what to do with it". Since this time, the patient had been in and out of rehabilitation and was presently in a geriatric psychiatric unit. It was noted that the physician who implanted the device told the patient's family that the security system probably turned the stimulator on and off over a hundred times while he was in the store. Unable to follow up with the contact information provided hence no additional information was obtained.

Manufacturer narrative:
(B)(4).